Event description:
Information received from a manufacturer representative regarding a patient receiving morphine 20mg/ml at 11mg/day via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that an alarm was heard and confirm by telemetry. The alarm was due to elective replacement indicator (eri). The manufacturer representative initially called based on the physician calling him about a pump with premature eri. The physician told the manufacturer representative he had seen the patient on (B)(6) 2016 for a refill and eri was 26 months. The patient was seen again on (B)(6) 2016 for a refill and eri had occurred on (B)(6) 2016 and to replace the pump by (B)(6) 2016. They had been weaning the patient down on the dosing (for unknown reason). The physician was concerned about premature eri. No symptoms were reported. The patient was scheduled to have their pump replaced on (B)(6) 2016. All troubleshooting was performed by the physician. Additional information received from the healthcare provider (hcp). It was reported that it had been confirmed that the pump eri was premature. Trouble shooting included telemetry. The cause of premature eri was unknown. The physician reported that the device was explanted and not replaced.

Manufacturer narrative:
Conclusion code no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2.

Manufacturer narrative:
Analysis of the pump revealed battery high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.